Manufacturer narrative:
Sample collection and storage information were not provided for this investigation. Controls are run daily and were run prior to the incident within assay range. However, the wbc parameter was high for the abnormal I level control after the incident. A field service engineer (fse) was dispatched and adjusted the wbc bath drain tubing on the wbc bath. The fse also ran twenty four (24) blood samples on the lh750, all of which matched results from the alternate instrument to verify system operation. The root cause is related to the adjustments made to the wbc bath during the instrument servicing subsequent to this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coutler lh 750 analyzer recovered high white blood count (wbc) results when compared to an alternate instrument, with no instrument generated flags. Per the customer, the high wbc values occurred on some samples. Data was provided for six (6) patient samples to demonstrate this issue. Additionally, an erroneous high hemoglobin (hgb) result was observed on one (1) patient sample. The results provided by the customer are shown in the attachment section of this report. No erroneous results were reported out of the laboratory. The results obtained from the alternate instrument are considered correct and were reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.